Event description:
The device was returned to the service center for a report from the customer contact that the device was broken. This is not a reportable malfunction. However, during verification testing at the service center, it was noted that the device door roller pin was broken and the door roller was missing.

Manufacturer narrative:
During testing it was found that the device door roller pin was broken and the door roller was missing. Due to the broken door roller assembly, the device door did not close completely and the device failed to initialize and recognize the cassette. When the device door is opened, the regulator closer on the device mechanism will close to cassette flow regulator to prevent free flow. The movement of the cassette door is governed by the door handle assembly. The door roller moves in a track in the door handle assembly ensuring the door opens and closes properly. The missing door roller prevented proper actuation of the regulator closer on the device mechanism which may cause a free flow condition when opening the device door. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.